Event description:
No additional information provided.

Manufacturer narrative:
1. No defective sample was returned, no defective picture was returned, the detail of leakage cannot be confirmed. 2. Review batch record information, 1. The complaint lot#: 3325977 was produced in the prn automatic assembly line, the production date is 2024-01, and the m860 packaging machine was packaged in 2024-01, and the batch of products quantity totaled (B)(4). 2. Check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3. Check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Retained sample analysis: performed the function test for the retained sample of complaint lot (rotary the prn of retained sample onto the standard luer connector, injected the standard water pressure in it, then observed the sample whether is abnormal), test result: the test result is qualified, see the attachments - the test report of the retained sample. 4. Root cause analysis: due to no sample returned, the detail defect cannot be identified, performed the function test on the retained sample, the failure mode is not reproduced, and the test result is qualified on the retained sample of complaint lot, based on above, the root cause cannot be confirmed. 5. The plant continue pay attention to this defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter loose component and leaked. The nurse was giving the patient an infusion and found that there was a leak at the joint between the indwelling needle and the heparin cap, which resulted in loss of medication and deterioration of the patient's outcome, and the infusion was normal after replacing the heparin cap. The patient suffered from cerebral infarction, which could jeopardize the patient's life if not detected in time.